Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the sheath was leaking blood through the hemostatic valve. At the end of a paroxysmal af procedure, after removing the smarttouch sf catheter from the sheath, the physician noticed that the sheath was leaking blood through the hemostatic valve. There were no patient consequences and no new sheath was required. The procedure was successfully completed. Device evaluation details: on 5-jun-2024, the device was returned to biosense webster inc (bwi) for evaluation visual inspection and irrigation test of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. There was no leakage and no bubbles were detected. Therefore, the complaint was not duplicated, and it could not be confirmed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the sheath was leaking blood through the hemostatic valve. At the end of a paroxysmal af procedure, after removing the smarttouch sf catheter from the sheath, the physician noticed that the sheath was leaking blood through the hemostatic valve. There were no patient consequences and no new sheath was required. The procedure was successfully completed. Additional infomration was received indicating the hemostatic valve was leaking but the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. There was a few drops of blood loss and brk needle was used for transseptal.

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 26-aug-2024, the product investigation was reopen to process the following corrections to the device evaluation details which were previously reported in section h10 of the 3500a supplemental (follow-up) MDR # 1: there was no leakage and no bubbles were detected, therefore, the complaint was not confirmed. Additionally the following statement was removed: ¿warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli.¿ and the statement was replaced with the following, ¿the instructions for use contain the following precautions: to minimize the potential for creating a vacuum in the sheath, remove components and make catheter exchanges slowly. Aspirate slowly, only from the sideport.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).